Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The report of ineffective stimulation was not confirmed. Analysis of the lead found it was cut into multiple segments as a result of the explant procedure. Microscopic inspection of the segments did not identify any broken wires that would have occurred prior to the explant that would have contributed to the allegation.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
Related manufacturer reference number: 1627487-2021-18322. It was reported that the patient experienced ineffective stimulation. In turn, surgical intervention was undertaken wherein the entire scs system was explanted. No new products were implanted.